Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a procedure to replace the right ventricular (rv) lead in this implantable cardioverter defibrillator (ICD) system, the right atrial (ra) lead was suspected of being damaged. Subsequently, this ra lead was explanted and replaced. No additional adverse patient effects were reported, and this ra lead has not returned for analysis.